Event description:
It is reported that the surgeon trialed the tibia. Upon preparing for the implant he noted that the anterior cortex was very thin and translucent.

Manufacturer narrative:
This report will be amended when our investigation is complete.